Manufacturer narrative:
Device is combination product. Device evaluated by MFR: promus element plus, mr, ous 2.5x12mm stent delivery system (sds) was returned for analysis. The manifold hub was not returned therefore it was not possible to identify the batch/serial number of this device. A visual and tactile examination found that the mid section of the stent was damaged; struts stretched and misaligned, distal struts were pulled towards the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the manifold was not returned. There was a hypotube break at 1425mm from the end of the distal tip. There were several hypotube kinks along catheter shaft. A visual and tactile examination found no issues with the profile of the shaft. A 0.014'' guide wire was inserted through tip of the device and out through port with no resistance felt or issues noted. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-aug-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 8mm x 3.00mm, eccentric, de novo target lesion was located in a moderately tortuous and moderately calcified coronary artery. After a guide wire crossed the lesion, pre-dilatation was performed using a 1.50x10mm balloon catheter resulting to 60% residual stenosis. A 2.50x12mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. After almost 10-15 minutes of attempting to cross the lesion, the physician decided to use a different stent and that completed the procedure. No patient complications were reported and the patient's status was stable and the patient is doing well. However, returned device analysis revealed hypotube break, and stent damage and movement on the balloon.